Manufacturer narrative:
The device was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While using an outback catheter and a .014 stabilizer 180cm stabilizer support wire, the stabilizer wire has somehow shredded at the tip whilst inside of the patient and the tip remained in the patient in the subintimal plane. There was no clinical adversity to the patient. The device will not be returned for analysis. The procedure was abandoned. The patient status is stable but had a subsequent bypass. There was resistance between the wire and other devices during insertion and withdrawal of an outback re-entry device. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was very calcified and occluded. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion. The wire tip was not advanced into the distal vasculature. The wire became fixed or caught during withdrawal.

Manufacturer narrative:
During use of an outback catheter and a .014mm 180cm stabilizer support wire, the stabilizer wire somehow shredded at the tip whilst inside of the patient and the tip remained in the patient in the subintimal plane. There was no clinical harm to the patient. The lesion was very calcified and occluded. The procedure was aborted. The patient status is stable but had a subsequent bypass. There was resistance between the wire and other devices during insertion and withdrawal of an outback reentry device. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The wire tip was visible on fluoroscopy throughout the procedure. There was difficulty tracking the wire through the vessel and lesion. The wire tip was not advanced into the distal vasculature. The wire became fixed or caught during withdrawal. The device was not returned for analysis. The phr review of lot 35229885 confirms the device history records of the specimen device and does not present any indication of manufacturing defect or anomaly that could have had an impact on the event as reported. The reported ¿distal tip unraveled/ stretched - in-patient¿, ¿distal tip-wires fractured-separated¿, and ¿guidewire tracking difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of ¿very calcified¿ may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel.¿ procedural and handling factors, as well as vessel characteristics, identified as calcified and occluded may have contributed to the event. Neither the phr review nor event description suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.